Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2021-01668, 2. 3005168196-2021-01670.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01668. 3005168196-2021-01670.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient's anatomy was very tortuous. During the procedure, the physician had difficulty detaching the first smart coil using the handle; however, after multiple attempts, the physician was able to detach the smart coil. Subsequently, the physician advanced two more smart coils into the target location and attempted to detach them using the handle; however, both smart coils failed to detach. Therefore, both smart coils were removed. The procedure was completed using non-penumbra coils with the same handle and the same microcatheter. There was no report of an adverse effect to the patient.